Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic incisional hernia repair for a lateral to midline hernia. While positioning the mesh, the 15 cm circle mesh was attached correctly to the device. The mesh was rolled according to instruction into the mesh introducer sleeve. The introducer sleeve was inserted into the trocar. The surgeon continued to rotate the mesh as it was pushed forward into the abdominal cavity. Upon entry into the abdominal cavity, it was noted that the mesh twisted around the accumesh frame and snagged on the frame in a manner that would prevent the frame from opening. The mesh had to be torn off of the frame in order to remove it from the patient. A new device and mesh was opened to finish the procedure. Suture was done for wound closure. Reliatack fixation was used with many fixation points with a 12 mm trocar. Patient was alive with no injury.